Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer reported that they received calibration error alarms. The customer's blood glucose was 126 mg/dl and sensor glucose was 400 mg/dl at the time of incident when it triggered threshold suspend. The customer's blood glucose was 293 mg/dl at the time of call. The customer stated that they had 70 mg/dl blood glucose due to delivering too much insulin. The customer stated that the alarm did not occur after performing a find lost sensor. The customer declined to troubleshoot for low blood glucose. The sensor will not be returned for analysis.